Manufacturer narrative:
Radiographic image review: image 1- lateral xray, l3, s1, posterior interbody fusion. The screw tulips are separated from the screw shank at l3. The l3-4 interbody graft is appearing posterior. Image 2- ap xray of 1, possible rod fracture on one side of l5-s1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who had tlif (l3-s1). It was reported that tulip head on the left l3 screw was completely detached from the shank. Revision surgery was performed to explant the damaged screw. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D6b, explanted date: exact date is not available, hence an approximate date with month and year valid has been entered. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.